Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Ts (technical support) told the account it was a known issue and asked the customer to use lot 7055 that was sent to them. CAPA 2016-0004 was open to address this issue. The most probable cause of the reported event was a reagent non-conforming product.

Event description:
On (B)(6) 2017, the customer reported split ao with lot 7045 with their hlc-723g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.